Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to keypad traces. Analysis found no moisture damge inside the insulin pump. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip, and minor scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 184 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.